Manufacturer narrative:
The zoll thermogard console in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that the zoll ivtm thermogard console was not cooling. No adverse patient sequelae was reported. No further information was provided.